Manufacturer narrative:
Additional information is provided in section d10. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during resection of fibroid, loop became damaged and the inner sheath ceramic beak was subsequently damaged, has dark markings on inside, the ceramic beak cracked but did not detach inside the patient. Thus, they did not x-ray. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).